Manufacturer narrative:
An investigation was performed which determined damage to the transducer lens was a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The customer declined to replace the transducer; therefore, no further failure analysis could be performed.

Event description:
A customer reported their c10-3v transducer¿s lens was damaged, resulting in exposed metal. The transducer was associated with the epiq elite ultrasound system at the customer's site. The issue occurred outside of clinical use and there was no patient or user harm associated with this event. A philips remote service engineer initiated the replacement process to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.